Manufacturer narrative:
Once any additional information does become available, this report will be updated.

Event description:
Boston scientific received information through a remote monitoring system that this implantable cardioverter defibrillator (ICD) detected a right ventricular pacing impedance measurement below 200 ohms. No adverse patient effects were reported. The rv lead information is currently unknown. Attempts to obtain more information on the rv lead are currently being made.

Manufacturer narrative:
Attempts to obtain any additional information has been unsuccessful. Our records currently indicate that this lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.